Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported conditions of heat and cannot insert cutter were confirmed. An assessment was performed on the device which found that there is a loose component not allowing insertion of the cutter. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was observed that the attachment device had an unspecified malfunction. According to the reporter, the attachment device was ¿hard to put burrs in and/or heating up¿. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.